Event description:
The customer questioned 2 inr results from 1 patient tested on coaguchek xs meter serial number (B)(4) compared to the laboratory. Based on the data provided, 1 result was discrepant when compared to the laboratory. The patient was initially tested on the meter with a result of 4.1 inr. The patient was tested again using the same finger and the result from the meter was 4.6 inr. Product labeling states "if you need to repeat a test, use a new lancet, a new test strip, and a different finger." The result from the laboratory within 7 hours was 3.5 inr. No medical treatment was necessary. Adjustments to the patient's coumadin dose will be done based on the laboratory result. The patient is not on heparin or other direct thrombin inhibitors. The patient does not have anti-phospholipid antibodies. The patient is not taking any new medication, has not been ill recently, has had no diet changes and is not experiencing any bleeding or bruising. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.